Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00074. It was reported the patient experienced ineffective stimulation after falling multiple times. X-rays confirmed right lead migration. As a result, patient may undergo lead revision. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00074. Follow up information identified the patient underwent explant and replacement of one lead. The second lead was left in place. Postoperatively, effective therapy was restored.